Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the probable cause of the event is due to the foreign material may have not been removed because reprocessing could not be conducted properly due to leakage from scope connector. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The colonovideoscope exhibited air/water tube was clogged with white residual. There were no reports of patient involvement.